Event description:
It was reported by the customer that they are returning their unit ot elsg for service. Description of failure: vacuum failure not induced by user.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information, received visual and functional examination: the unit was found to require the vacuum system repaired. The device was functionally tested, met all product requirements and returned to the customer.